Event description:
The physician placed the swanson retractor into the chest cavity. He opened the retractor to gain access to the field. As he spread the blades, the handle broke. They were unable to get the retractor out at the time due to the cannulas being in the heart. When the physician was finished with the surgery the retractor was removed. All of the pieces were intact and accounted for. A chest x-ray was taken before the patient left the room to confirm all pieces were retrieved.